Event description:
The customer received a blood glucose reading of 508mg/dl on the breeze2 meter, was retested on a hospital meter and the reading was approximately 250mg/dl. Depending on the actual reading from the hospital meter, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Test strip information was not provided. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.